Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin had a blank display. The customer's blood glucose was 180mg/dl. The customer stated the pump alarmed during normal use. Customer replaced battery and pump continued with blank display. The customer was advised to discontinue use of the pump and revert to back up plan.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. We were unable to perform all functional testing including the operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify battery out limit alarm, weak battery alarm and low battery alarm due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.